Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated by a test run performed. Occurrence record of "check vent: oxygen device failed" (diagnostic code: 1111) was confirmed in the event log. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed a check vent: oxygen device failed alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6) reporter phone: (B)(6)